Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had high blood glucose levels. She gave herself a bolus and checked 2 hours later she was still high. She changed her infusion set, gave another correction and was still high. The customer has changed the infusion set 3 times and was taken off the insulin pump by the medical doctor. The customer's blood glucose at time of incident was 500 mg/dl. Current blood sugar is 267 mg/dl. Troubleshooting was performed. The infusion set will return. The insulin pump was not returned for analysis.